Event description:
The customer reported a separated pressure tubing to ICU medical inc and an initial emdr was submitted by the manufacturer under MFR report ref #9617594-2022-00081-00. The customer returned the original device for evaluation, but also returned an additional open/unused device 18 cm (7") pressure infusion (400psig) ext set w/microclave® clear, rotating luer for evaluation on (B)(6) 2022. A pull test was performed on the representative tubing/male luer adaptor bond of the unused sample and it failed. Some solvent was present on the tubing. No other damage or anomalies were identified. The sample failed to meet the bond integrity requirements. The probable cause is due to a bonding error during manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. This is report 2 of 3.

Manufacturer narrative:
The device was returned to ICU medical, inc for evaluation. ICU medical, inc engineering signed off on the completed evaluation. The device was opened but unused.